Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that when using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes, they would ¿pop off¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were tested and there were no issues observed with the incident lot as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, all samples met the required specifications. The product was found to be in conformance and meet release specifications.

Event description:
It was reported that when using bd vacutainer pst gel and lithium heparinn (lh) blood collection tubes, they would ¿pop off¿. There was no report of exposure, injury or medical intervention.